Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a foreign material present inside the nozzle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise appears in the image due to a circuit board failure inside the scope connector. The most probable cause of the complaint is cause traced to component failure. (Image distortion) the most probable cause of the complaint is cause not established. (There is a foreign material present inside the nozzle) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image distortion. The issue was found during an inspection for use. There were no reports of patient involvement.